Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented for routine generator change. When attaching the new implantable cardioverter defibrillator to the lead, the device exhibited no pacing. The patient was noted to be in asystole and had a drop in blood pressure. The device was removed and the leads were attached to the old device and pacing resumed. Once the patient was stable, a new replacement device was connected and pacing was observed. The patient was stable pre and post procedure.

Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.